Manufacturer narrative:
It was determined the patient felt shortness of breath and chest pains that have since resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-00789. It was reported that the patient experienced a shocking sensation during an MRI on an unknown date while their system was set to its MRI conditional state. The patient felt shortness of breath and chest pains that have since resolved. It is unconfirmed if the MRI was within conditional limits set by the manufacturer or if the system was in MRI mode at the time of the MRI. Further investigation is pending.